Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. There is no way to predict a non-union or failure to heal. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 6/06/2024 that a sign fin nail implanted to repair a fracture was replaced due to a non-union. The fin nail was replaced with a 12mm x 380mm standard im nail per the sign technique manual. Surgeon comment: "previously the patient was operated with fin nail but unfortunately there was nonunion. Now we removed the fin nail and we did not open the fracture site. The bone was reamed and we put an oversize nail and compression given on fracture site."